Event description:
It was reported that the display was dim. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the "ok" button was found to be unresponsive to user inputs. The keypad was removed and adhesive was observed under the button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the "ok" button was found to be unresponsive to user inputs. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the event the display was found to be dim and have a pink tint. (B)(6).